Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the bolus settings became frozen on the pump screen and the customer was unable to clear it. Customer's blood glucose level was 250 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.